Manufacturer narrative:
Additional information: weight is unknown. (B)(4). Investigation: review of the DHR and ncr files was conducted and there were no findings that could have contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Suspect devices: three screws were removed but a total of seven screws are considered suspect devices: mds1102m39 (four screws): primary device identifier: (B)(4). Reference report 3009222247-2018-00008. Mds1102m42 (two screws): primary device identifier: (B)(4). Reference report 3009222247-2018-00009 mds1102m45 (one screw): primary device identifier: (B)(4). Reference report 3009222247-2018-00010.

Event description:
It was reported that three screws in the head of the humerus were too long and required removal. The reporter was contacted for follow-up but no additional information was obtained and the screws removed were not returned. Three screws were removed but a total of seven screws are considered suspect devices.